Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report.

Manufacturer narrative:
On (B)(6) 2021 customer alleged his/her pump had cosmetic damage more specifically scratched screen. In addition, customer alleged pump alerting failed battery test alerts after inserting battery and random no delivery alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratched lcd screen, scratched case, cracked keypad overlay, and cracked retainer ring. Unit passed the self test, displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2021 on 4:06pm , 4:07pm, 4:13pm, and 4:14pm during basal. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alerts noted when inserting a new battery or during testing. No failed battery alerts noted in the pump history files. However, low battery alerts noted in the pump history on (B)(6) 2021 at 11:55pm and (B)(6) 2021 at 9:43pm. Therefore, battery change occurred after 1 week. Force sensor was measured and is within spec (26.8mv at zero offset). No damage noted at the electronic assemblies during visual inspection. In summary, customer alleging scratched screen was confirmed during visual inspection. However, insulin flow blocked alarms noted in the pump history during basal but was not confirmed during testing. In addition, customer alleging failed battery test alerts was not confirmed when inserting a new battery and was not noted in the pump history files. Pump history files shows battery change occurring after 1 week therefore, no battery defects noted and power graph management is within spec. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a random no delivery alarms, rejected new batteries and scratched screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.